Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported the screw is beheaded the two screws are broken off as complained. The listed drill bit was not returned and the exact lot number is unknown therefore no investigation could be performed. The information given did not provide sufficient evidence for an exact determination of the failure reason. The complaint condition is likely the result of mechanical overloading during repetitive bending resulted in the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date returned to manufacturer the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery for a malar fracture a 6mm screw broke, an 8mm screw broke and a drill bit broke. There was no report of injury or prolonged surgical time. The broken devices were replaced with others to complete the procedure. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name jey. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.